Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 300 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issue. Additionally, it was reported that a cartridge alarm occurred during the load sequence. Reportedly, customer continued using pump for insulin therapy. Customer¿s blood glucose level was 260 mg/dl.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Manufacturer narrative:
The failure investigation has been completed and the alleged alarm 29 issue was verified while based on the analysis, the alleged minimum fill notification issue could not be verified.